Event description:
It was reported that during a da vinci-assisted transverse colectomy surgical procedure, the vessel sealer extend (vse) instrument could not be used on the e-100. The intuitive surgical, inc. (Isi) clinical sales representative (csr) received phone assistance from the isi technical support engineer (tse). Prior to the phone call, the isi csr power cycled e-100 and reseated the energy cable, but the issue was not resolved. The isi tse had the isi csr connect the vse instrument to the integrated electrosurgical unit (iesu) and proceeded. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The procedure was completed with the same da vinci system with vio dv iesu. The e-100 would not be returned.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse resolved the issue by changing the e-100 settings. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.